Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05006. It was reported that the patient felt dizzy and had a fall at home. The patient went to the hospital for device interrogation in which loss of left ventricular capture and low r-waves were observed. The physician believed that the right ventricular lead may have moved from it's original position as a result of the fall. The physician decided to reprogram the left ventricular pacing vectors and to explant and replace the right ventricular lead. The patient was stable.